Event description:
Customer called to report that there was a lightening storm and 2 bact/alert classic instruments were down. In april 2004 a field service engineer (fse) was dispatched to the customer site. The fse found that the two instruments had burned battery boards and the cabinets had scorch marks. No one in the laboratory was injured.